Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre-dilatation with the 2.5 x 15 mm voyager nc balloon catheter in the distal right coronary artery (rca) at 4 atmosphere for 2 seconds, the balloon ruptured at the first inflation. The voyager nc was removed and a non-abbott balloon was used to complete pre-dilatation successfully. A xience v stent was implanted and post-dilatation was completed using a non-abbott balloon. There were no reported adverse patient effects. No additional information was provided.